Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the pvc r-su-t alarm is yellow. One patient had various pvc r sut alarms and a pacemaker alarm; all alarms were handled. The patient then died.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse spoke to the customer and confirmed that the customer had the alarms configured to be yellow, and they wanted them to now be red. There was no delay in treatment of the patient. The customer does not feel that alarms were not addressed appropriately, as configured. The fse was not able to change the alarm configuration. The r and t pvc yellow arrhythmia alarms priority cannot be changed. This information was provided to the customer. There have been no subsequent calls logged for this device/issue. No further investigation or action is warranted at this time. There was no product malfunction. The device alarmed appropriately.